Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother, that the paramedics treated the customer for a low blood glucose. The customer's blood glucose reading is 85 mg/dl. Customer had a seizure. Customer gave himself insulin without checking his blood glucose level. Nothing further reported.